Event description:
It was reported that the patient was experiencing extracardiac stimulation from the left ventricular (lv) lead. To the patient it felt like a rhythmic pulsing, a noticeable rhythmic movement, a jerking sensation in their chest and stomach that was easily felt. It had reportedly been bothering the patient for over a year and they were told it was from nerves in their back. If the patient leaned on their left hip, the sensation would subside. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1d1 crt-d, implanted: (B)(6) 2019.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was experiencing extracardiac stimulation from the left ventricular (lv) lead. To the patient it felt like a rhythmic pulsing, a noticeable rhythmic movement, a jerking sensation in their chest and stomach that was easily felt. It had reportedly been bothering the patient for over a year and they were told it was from nerves in their back. If the patient leaned on their left hip, the sensation would subside. The lv lead threshold and safety margin settings were re-programmed. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.